Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device died during ¿burring.¿ there were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the findings of the evaluation have been updated. Correction: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported was confirmed. During evaluation it was observed that the device had vibration, noise and pins pushed in. It was determined that the noise and vibration was due to worn bearings. It was determined that the pins were pushed back from excessive force while inserting the connector to the console. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration, noise and pins pushed in. It was determined that the noise and vibration was due to worn bearings. It was determined that the pins were pushed back from excessive force while inserting the connector to the console. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.